Manufacturer narrative:
Follow-up #1: date of submission 22-nov-2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the black box showed evidence of a partially discharged battery being installed on (B)(6) 2017. The pump powered on using the returned battery cap which was able to fully tighten. The battery compartment was intact. There was no evidence of moisture contamination inside the battery compartment. Electrical current draws measured within specifications. There was no evidence of moisture or loose components inside the pump. A "battery life" issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.